Event description:
During routine maintenance inspection, the customer reported that the device displayed "connect cable" when they attempted to pace. Physio-control evaluated the device and observed that it would give the reported message while attempting to either pace or defibrillate. The device was not able to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be a disconnected therapy connector-mounted plug , designator p14, to the therapy pcb-mounted jack connector, designator j14. After the plug was reconnected, proper device operation was observed through functional and performance testing. The device was repaired and returned to the customer for use. Further cause for the disconnection was not determined.